Manufacturer narrative:
(B)(4). Carefusion failure analysis engineer evaluated the sipap unit. The assembly was powered on and no visual alarms indicating a hard failure were active. Cycled the unit for one hour and was still unable to reproduce any errors. After a visual inspection found a loose connection of the positive battery connection due to an improperly placed tie-wrap preventing a good connection and may have been a contributing factor to the e21 error. Allowed the unit to cycle on internal battery until fully drained and did not induce the e21 error.the assembly was disassembled in order to remove the power supply and found dried liquid residue on the underside of the power supply and a component physically damaged.

Event description:
The customer reported that while in patient use the e21 error message came up and alarmed. The patient was removed from the unit and placed on another sipap. No patient compromise.